Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2, 12/12/2016- correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: battery compartment stripped. Due tp stripped battery compartment, battery cap was hard to remove. Battery cap damaged -threads stripped, used test cap for all steps, was able to insert/remove test cap fluently, but unable to tighten test cap to pump..battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Due to internal moisture damage unable to download files. Battery compartment cracked in three places: near top, below bumper pad and between bumper pad and top.